Event description:
Healthcare professional reports a blood leak noted into the dialysate at the end of the patient treatment. The dialyzer was removed and the treatment was discontinued without incident. Estmated blood loss of 200cc reported. Reuse numbers 24, 1 and 10 of the dialyzers. No patient injury or medical intervention noted by customer.